Event description:
Implant date: 1995. During the implant surgery, the cable came undone from the intregal crimp. The entire construct was removed and the construct re-assembled. The surgery was completed, however the block graft became fractured. Medical records from 04/26/1996 indicate "cervical wires broke". Surgery in 1996 for cervical fusion due to pseudoarthrosis. Device has not been reported to have been explanted.